Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 had a broken tip. A new device was used to compete the procedure. There was no delay.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, b-5,g-3, g-6, h-2, h-3,h-6, h-11. The device was returned to the factory for evaluation on 08/28/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact harvesting device jaws or heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was not confirmed. The lot # 3000402378 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro (B)(6) had a broken tip. No components were left inside and no additional incisions were required. A new device was used to compete the procedure. There was no delay.